Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defib lead impedance was 254 ohms on (B)(4) 2015. Also it was noticed that rv ring to coil impedance spiked to 817 ohms on (B)(4) 2015 from a range of around 170 ohms. (B)(4)

Event description:
It was reported that there was high impedance on the right ventricular (rv) defibrillation coil. It was suspected there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.